Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: worn tissue pad with metal exposed. Other potential causes includes: 1. The intensively worn of the tissue pad could have happened because¿ seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. 3. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the probe damage error and the contact marks on the non-insulated area of the grasping section and the probe. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the tissue pad of the thunderbeat was worn with metal exposed. There was no patient involvement.